Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to place the pump into storage mode and return it using a pre-paid label within 10 days. The customer acknowledged these instructions and confirmed the use of multiple daily injections as a backup for insulin delivery.